Manufacturer narrative:
Event date: on an unspecified date in december 2018 to january 2019. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in an unspecified line of the amia cassette without an alarm. This occurred during priming for peritoneal dialysis therapy. It was not reported if the patient was connected at the time of the event. There was nothing unusual found during troubleshooting that would cause or contribute to the event. There was no patient injury or medical intervention associated with this event. No additional information is available.